Manufacturer narrative:
Submit date: 6/8/2007.

Event description:
It was reported to tyco healthcare/kendall on may 23, 2007, that a customer had a problem with a foley catheter. The customer states, the foley catheter was inserted in pt and taped in place. 30 minutes later, the foley catheter was found in the pt's bed with no balloon. The obstetrician ordered an urology consult. He ordered a CT of the abdomen, which does not show the silicone balloon part in the bladder. After the pt's first void, she got up to go to the bathroom and afterwards the rn did pericare, and the balloon was found with all material present attached to the peritoneum.